Event description:
It was reported that the patient had a perforation and a pericardial effusion within three weeks after implant. The right ventricular (rv) lead was surgically revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: a2dr01 implantable pacemaker 2013-(B)(6), 5076-45 implantable pacing lead 2013-(B)(6). (B)(4).